Event description:
Doctor indicate loss of integration of 2 same lot# lodi implants in the same patient.

Event description:
Doctor indicate loss of integration of 2 same lot# lodi implants in the same patient.